Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the act button was not responding. The customer explained that when she pushed the act button to fill the tubing, the device was not working properly. The customer stated that the numbers did not appear and that no insulin came out. The customer's blood glucose was 247 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer confirmed that the device had not been dropped or bumped. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to flattened button dome switch. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.